Event description:
It was reported that the customer was treated with glucose tablets at a patient facility for a low blood glucose of 32 mg/dl. The customer reportedly attempted suicide by purposefully over-infusing himself with insulin. The healthcare provider was advised there was not a lock function that could prevent the customer from having access to the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)